Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was trying to get an MRI but the pt could not find their controller or their rtm.pt was told they were MRI compatible for an MRI but they could not get an MRI, ps review MRI guidelines. Pt noted they could not find their ins or that their ins had not worked in about a year since the ins battery would not stay charged and it turned on and off by itself. Pt had met with their representatives about the issue, and it would work for a day then it would go off and not charge. An email was sent to the repair department to replace the rtm. Pt noted their controller and rtm may have fell in the trash for they had not use their equipment for 6 months or more.